Event description:
This is a report by a consumer with supplemental information by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with nutrineal pd4, unknown bag (lot number not reported) therapy. On an unreported date, the patient began treatment with nutrineal pd4, unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced bacterial peritonitis. On an unreported date, the patient was hospitalized for bacterial peritonitis. On an unreported date, the patient was treated with unspecified antibiotics. The root cause of bacterial peritonitis was "skin bacteria". On an unreported date, the bacterial peritonitis resolved. The action taken with nutrineal therapy was not reported. The patient's medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of bacterial peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.